Event description:
An ophthalmic surgeon reported that a corneal burn occurred during surgery. The tip and sleeve were discarded, no product details are available. No sys message was displayed. Surgery was delayed for over one hour. Additional info was received reporting that an occlusion occurred during surgery. The surgeon indicated that further info will be provided when the sutures are removed. According to the surgeon, three sutures were placed at the incision due to an astigmatism of 2 diopters.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).